Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/29/2013-device evaluation:the pump has been returned and evaluated by product analysis on 12/17/2013 with the following findings:during evaluation; there was no damage found to the battery compartment threads. The battery cap fit properly on the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that while removing the battery cap it sounded like ¿sand¿ was in the threading. Reportedly, there were black shavings inside of the battery compartment and the battery compartment threads were stripped. It was noted that there was no damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.